Event description:
The customer reported, the system displayed an intermittent black screen. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A loose crimp was found and repaired. It was recommended, the questionable cable harness be replaced if problems re-emerge. The system was then found to be operating as intended.